Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a similar device. There were no patient complications reported, and the patient was in good condition after the procedure.